Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that during a routine inspection a "hole in the hose" was found. It was unknown to the reporter how the hole occurred. There were no injuries or medical intervention reported. There was no additional information provided.